Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the device snapped when the surgeon tried to remove it during trialing. It is unknown how the procedure was completed and if a back-up device was available.